Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. Unable to confirm max fill alarms during testing.

Event description:
Customer reported that she had unexplained low blood glucose. Paramedics were called to assist customer at home. The blood glucose reading at the time the paramedics arrived was 32 mg/dl. Customer stated that the insulin pump was malfunctioning because is over delivering and her reservoir was leaking into the insulin pump reservoir compartment. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Additional information has been received after the follow up report one was submitted. The information has been provided with this report.the insulin pump passed the delivery volume accuracy test. No moisture damage noted on electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.